Event description:
It was reported that on (B)(6) 2012, prior to use on patient, the package was opened on one side. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. It was visually evaluated and one suture was caught in the seal of the product.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.